Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system. There is no corrective action/preventive action (CAPA) associated with the reported event, as there is no new harm or risk identified for the patient or user. These and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient went to the emergency room for weight loss and acute kidney injuries, which the physician believed to be caused by an overtreatment due to inaccurate readings provided by the cardiomems system. A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 7.1 mmhg. Readings were observed under the manufacturer's patient care network database.